Manufacturer narrative:
H.6. Investigation: bd received 2 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for black foreign matter embedded in the tubes with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for black foreign matter embedded in the tubes with the incident lot was observed. Bd determined that the root cause of the black embedded foreign matter came from the injection molding department due to a broken part in the rubber gasket material which caused material from another line to mix in with the raw material causing the tubes to be molded with the black foreign matter embedded. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was foreign matter on device cannula/needle or any fluid path component. This event occurred 600 times. The following information was provided by the initial reporter. The customer stated: there was "black trace in tubes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was foreign matter on device cannula/needle or any fluid path component. This event occurred 600 times. The following information was provided by the initial reporter. The customer stated: there was "black trace in tubes."